Event description:
The pt was cannulated with a 20g bd nexiva device for a CT scan with the use of a power injector and omnipaque 300 contrast. The power injector was attached directly to the y-adapter and a bung secured to the second port. The injection commenced, but before contrast entered the pt, the integrated extension line broke away from the y-adapter, so injection was stopped. This required a new set up of equipment and re-cannulation of pt as the pt did not receive the first dose of contrast or the first scan.

Manufacturer narrative:
The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).